Event description:
It was reported that the rv lead was explanted due to multiple inappropriate shocks caused by oversensing of noise. No further patient complications were reported as a result of this event. Patient status was listed as good following revision. Further information received indicates an apparent lead fracture.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.